Event description:
Complainant alleged that while attempting to pace a pt using electrode pads, (age unk) the device failed to adjust the pacer output. Complainant indicated that the clinician obtained another device to continue treating the pt using the same electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.